Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). User facility medwatch report #mw5057339 received. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of death, myocardial infarction and occlusion, as listed in the graftmaster rapid exchange (rx) coronary stent graft system, instructions for use are known patient effects that may be associated with coronary stenting. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.

Event description:
User facility medwatch report received that states event description on (B)(6) 2015, while rotablating a heavily calcified lad, a perforation was noted. The rotablator equipment was removed and a 20 x 20 coronary balloon was inserted and inflated for 5 minutes. The balloon was deflated and removed and a 2.8 x 19 graftmaster stent was inserted and deployed with coverage of the perforation successful. During placement of the graftmaster stent, a large diagonal vessel closed causing reinfarction. Despite aggressive medical treatment the pt developed shock and condition continued to deteriorate and expired on (B)(6) 2015. It was reported that the patient presented with non-st-elevation myocardial infarction (nstemi). The procedure was to treat a perforation in the left anterior descending artery. After rotablation in a heavily calcified left anterior descending artery a perforation was noted. An unspecified balloon was advanced toward the perforation and inflated for 5 minutes in order to seal the perforation. The perforation did not seal so a 2.80x19 mm graftmaster rx stent system was advanced toward the perforation, the stent was deployed and successfully sealed the perforation. However, the graftmaster stent covered a diagonal branch which led to complications. Reportedly on (B)(6) 2015 (5 days after the procedure) the patient was symptomatic with acute systolic heart failure and cardiogenic shock. The official cause of death was cardiogenic shock. Newly reported information indicates that the occlusion of the diagonal branch did result in the patient reinfarcting, but the patient would have probably expired during the procedure if the graftmaster had not been used. No additional information was provided.